Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, the slide release appears to be missing a screw or bolt of some sort from the release slide. Unit is currently stuck inside its charging dock. No harm or injury reported.

Manufacturer narrative:
Updated field: b4; b5; g3; g6; h2; h6 investigation findings, investigation conclusions, type of investigation, component codes, medical device ¿ problem code; h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they attempted to release console from hybrid cart. It was found that the release linkage (0105-00-0157) was broken and it was replaced. This fixed the issue and then the unit passed the performance and safety checks according to factory specifications.

Event description:
It was reported that in cardiosave intra aortic balloon pump, the slide release appears to be missing a screw or bolt of some sort from the release slide. Unit is currently stuck inside its charging dock. Attempted to release console from hybrid cart. Vertical latch not releasing console from the hybrid cart. Removed drawers and power cord reel from unit. Found the release linkage to be broken. Put unit back together. No harm or injury reported.